Event description:
It was reported that the device was showing the maximum impedance reading and began shutting down during the course of a procedure. The pt had been given a local anesthetic. Troubleshooting efforts were unsuccessful. The procedure was postponed. There were no adverse consequences and no medical intervention required.

Manufacturer narrative:
The device has not yet been received at the MFR for testing. An eval will be conducted upon receipt of the device, and a f/u report will be submitted after the quality investigation is complete.